Event description:
A family member reported that the patient was admitted to the hospital with a blood glucose (bg) of 620 mg/dl. The family reported that the patient was treated with syringes and IV saline. The family member stated that they attempted to resume insulin pump therapy and the patient's bg started to rise again. The site was removed and the patient's bg was in the 270's mg/dl. During troubleshooting it was found that the patient was not bolusing correctly for carbohydrates and the am vs pm was set incorrectly on the pump. A review of the alarm history showed that the pump emitted occlusion and empty cartridge alarms that were not properly handled, which contributed to the hospitalization. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.